Event description:
It was reported that during preparation of an port placement, the physician found that catheter was allegedly missing on port kit. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the sample was not returned for evaluation, two electronic photo were provided for review. The investigation is inconclusive for the reported component missing issue as the sample tray was found opened in the provided photo and the original state of the package at the time of opening is unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for evaluation. However, photos are provided for review. The investigation of the reported event is currently underway. (Expiry date: 06/2022).

Event description:
It was reported that during preparation of an port placement, the physician found that catheter was allegedly missing on port kit. There was no patient contact.